Manufacturer narrative:
Investigation summary: a complaint of 'bd sars-cov-2 - n1 fps' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer complained of frequent n1 false positives in the instrument. The complaint cannot be confirmed as an instrument issue as run analysis indicate true n1 amplification. No other detailed descriptions or samples were available to point towards an instrument issue. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. No new trends, risks, or hazards were identified as a result of the complaint.

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. Multiple attempts have been made to obtain additional information. It is unknown if erroneous results were reported out. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using the bd max¿ instrument, to test for sars-cov-2, a false positive result was obtained by the laboratory personnel. Multiple attempts have been made to obtain additional information. It is unknown if erroneous results were reported out. There was no report of patient impact.